Manufacturer narrative:
Device investigation results are indicative of a broken wire guard and coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user initially heard well with the device after being implanted in 2023 but reports hearing performance with the device became intermittent in (B)(6) 2024. The user has been re-implanted.

Event description:
The user initially heard well with the device after being implanted in 2023 but reports it became intermittent in (B)(6) 2024. The user was scheduled to meet with the surgeon to determine the next steps but she cancelled the appointment and no further steps are planned.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. No information on possible further steps has been received. This is a final report.

Event description:
The user initially heard well with the device after being implanted in 2023 but reports it became intermittent in (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.